Event description:
It was reported in the canadian journal of urology that a prospective study was conducted to identify preoperative ipss-qol (international prostate symptom score quality of life) for comparison purposes. A total of 54 male patients with diagnosis of benign prostatic hyperplasia (bph) were enrolled from october 2020 to march 2023. The following boston scientific products were used during the procedures: greenlight laser console. Regarding postoperative complications, the most common reasons for procedural regret were insufficient relief or continued symptoms after surgery (9 patients); 2 patients experienced dysuria and in 2 patients were observed post-operative bleeding. It was also reported that 3 patient developed erectile dysfunction and 2 patients needed multiple surgeries. Surgical treatment for bph generally leads to improvement in symptoms, but a significant subset of patients experiences decisional regret, particularly in cases of perceived procedure inefficacy or postoperative complications. This is consistent with the observed correlation between increased symptomatic improvement and decreased procedural regret.

Manufacturer narrative:
Detailed product information was not provided to bsc. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Citation: joshua w., rebecca k., cassidy l., alia c., naeem b., dean e. (2025). Quality of life and surgical treatment regretin patients with benign prostatic hypertrophy: a multicenter study. Canadian journal of urology, 2025; 32 (3):219-227.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms of dysuria, bleeding, sexual dysfunction, urinary frequency and micturition urgency are a known risk associated with these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation. Detailed product information was not provided to bsc. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Citation: joshua w., rebecca k., cassidy l., alia c., naeem b., dean e. (2025). Quality of life and surgical treatment regretting patients with benign prostatic hypertrophy: a multicenter study. Canadian journal of urology, 2025; 32 (3):219-227.

Event description:
It was reported in the canadian journal of urology that a prospective study was conducted to identify preoperative ipss-qol (international prostate symptom score quality of life) for comparison purposes. A total of 54 male patients with diagnosis of benign prostatic hyperplasia (bph) were enrolled from october 2020 to march 2023. The following boston scientific products were used during the procedures: greenlight laser console. Regarding postoperative complications, the most common reasons for procedural regret were insufficient relief or continued symptoms after surgery (9 patients); 2 patients experienced dysuria and in 2 patients were observed post-operative bleeding. It was also reported that 3 patient developed erectile dysfunction and 2 patients needed multiple surgeries. Surgical treatment for bph generally leads to improvement in symptoms, but a significant subset of patients experiences decisional regret, particularly in cases of perceived procedure inefficacy or postoperative complications. This is consistent with the observed correlation between increased symptomatic improvement and decreased procedural regret.